Event description:
Customer reports to have several problems with insulin pump. Customer's blood glucose was 400 mg/dl. Customer first received an unexpected restart alarm. After checking alarm history, customer states she also received several low reservoir alarms and threshold suspend and batteries died as well. Customer also reports to have received a blank screen display when checking blood glucose. Customer was advised that replacing insulin pump may not resolve no delivery and the problem may be with the infusion sets and reservoirs. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).